Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Patient did not permit follow up with the injecting and/or treating healthcare professional; information such as the lot number is not available. Device labeling. Contraindications. Juvederm ultra plus xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Warnings: the product must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.

Event description:
Patient reported a few hours after injection with juvederm in the upper lip, marionette lines, nasolabial folds, and tear troughs, they experienced an "allergic reaction, severe swelling, pain, bruising, itching, and numbing of the lips, and chapped lips". Patient also stated that they "cannot sleep" and "look worse and older than before" with "more wrinkles on the forehead because of the swelling". Patient noted that a plastic surgeon told them "it seemed the juvederm may have got into an artery". This statement is unconfirmed as the patient did not provide permission to follow up with the healthcare professional associated with the reported event. Patient reported being prescribed benadryl, "zantac", and "steroid shots" during an emergency room visit the same day as the injection as well as "a shot in the face that reverses the juvederm the following day by the injecting healthcare professional. It is unknown if symptoms have resolved.